Event description:
Reportedly the patient had prostate gland removed abdominally and was readmitted 8 days post operatively due to a suture line dehiscence. The surgeon wants the suture tested to see if it was in any way responsible, it appeared intact when he re-opened but he wants to be sure. The abdomen was re-sutured without complication.